Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia due to bent cannula. The customer blood glucose level was over 600 mg/dl at the time of incident and 400 mg/dl plus. Customer experienced symptom such as thirst, constant peeing, lethargy, extremely frustrated. Customer stated insulin pump had consistent insulin flow block alarms and bent cannulas. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump for high blood glucose. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. It was unknown whether the customer was using the auto-mode feature. Customer did not allege the insulin pump for under delivery. Customer declined to test insulin pump. The device will not be returned for analysis.